Event description:
Removal of ICD due to eri and removal of right ventricular lead due to recall of lead. Also removal of right atrial lead due to oversensing. Patient has a successful laser lead extraction of a dual-chamber ICD system. Successful implantation of a medtronic atrial biventricular ICD. Successful dft testing with 20 joules.what was the original intended procedure?ICD and lead change.device #1is this a laboratory device or laboratory test?no.